Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a restoration of colon continuity procedure, the stapler cut, but deployed only half of the staples on the colon. The surgeon sutured the incomplete staple line and created an ileostomy. There was tissue damage and tissue loss due to the reported event. The surgical procedure was extended for more than 30 minutes. The patient will also be subjected to another surgery to restore the continuity of the colon. The patient experienced extended hospital stay.